Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reporting the patient's baseline nihss was 25. Nihss score on (B)(6) 2020 was 18. Per the site reported data, the event was resolved but the date of event resolution was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there were two solitaire stent retrievers used.

Manufacturer narrative:
Patient date-of-birth: the report information contained only the patient's year of birth. Therefore, the information contained in this report does not necessarily reflect the patient's exact birthdate or age, but the year that the patient was born. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reported that following a clot retrieval procedure in which a solitaire was used, the patient experienced had brain hemorrhage. Intraparenchymatous hemorrhagic transformation affecting more than the 30% of infarct volume occurred. This resulted in a prolonged hospitalization for the patient. There was no malfunction of the device reported during the procedure. Site investigation determined that the event was procedure related due to the patient's disease/condition and was not related to the solitaire device or a device malfunction. At the time the event was reported, the hemorrhage had resolved with unspecified sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the patient's presenting symptoms were sudden confusion, stupor, or unconsciousness.